Manufacturer narrative:
Two physical sample barcodes were received in the form of patient wristbands. Barcode quality was analyzed. All barcodes were grade f barcodes per iso/iec 15416:2000,iso/iec 16388:2007. Due to the low barcode quality, misreading can¿t be avoided in general. The received physical barcodes were scanned multiple times (>50 times) using inform ii retention meters and the barcodes were correctly read every time.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter had an issue with the accu-chek inform ii meter that could lead to a misinterpretation of a patient ID. The customer stated for the last 3-6 months, they are randomly seeing a % in place of a 7 within patient ids. There have been about 25 instances across patients, operators, and meters. Most recently, this occurred with two baby patient ids in the nursery, but adult patients have been involved as well. The customer stated that the patient ID scans have actually been acknowledged by the nurse performing a patient test and a legitimate result was obtained. The customer stated the % is visible and she has to manually correct this to a 7 to match it up with the actual patient ID. There was no actual misinterpretation of any result or patient ID.